Manufacturer narrative:
(B)(4). The customer reported that a "shock equipment malfunction" message occurred during use of this defibrillator on a patient. The involved patient died, but the relationship of the device to the patient outcome is unknown. Philips evaluated the device and verified the failure. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that a "shock equipment malfunction" message occurred during use of this defibrillator on a patient.